Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter would not power on due to a battery charge issue. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests his blood glucose 3x daily and manages his diabetes with oral medications (1 pill daily). The alleged issue began on (B)(6) 2013 at 2pm. The patient denied making changes to his usual management routine. A few days after the start of the alleged issue, the patient claimed he felt symptoms of dizzy and weak. The patient could not specify developing any other symptoms. The patient alleged emergency medical services (ems) was contacted. The patient obtained a ¿high blood glucose" result with the ems meter; however, results were not provided. The patient was transported to the hospital and reportedly admitted for 2 days. The patient was administered oral medications and intravenous (IV) fluids as treatment to reportedly lower his blood glucose levels. There was no indication of misuse. The cca was not able to walk the patient through troubleshooting to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly obtained a blood glucose result suggestive of a serious injury with an ems meter which resulted in medical intervention from a health care professional (hcp) after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.